Event description:
Patient reported "swelling and inflammation. Largened lymph nodes confirmed by mammography and us. Implant rupture and diffuse lymphadenopathy confirmed by MRI. Surgical report show "foreign bodies" in lymph nodes. I did not receive a recall notification. I felt fatigue, "gaining weight¿, ¿brain frog¿, ¿difficulty breathing" and "formation of multiple fibrin clots" which are not device related. This record is for the right side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, rupture.